Event description:
It was reported that two yukon screws implanted at t1 broke 7 weeks post-operatively. Revision surgery has not been scheduled. This report will capture the first of two screws.

Manufacturer narrative:
Device remains implanted in patient.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device associated with this record was not returned. Device history records and complaint history records could not be reviewed as a valid lot number or catalog number was not provided and could not be obtained. Initial report states that two yukon oct screws implanted at t1 fractured post-operatively. The bi-lateral screw fractures at t1 were discovered during a routine follow up visit approximately 7 weeks following the procedure. The surgeon reported that the patient had experienced a fall two to three weeks post-operatively. The x-ray provided of the patient's construct confirms the bi-lateral screw fracture at t1. The screws were observed to be fractured at the neck, below the tulip head and above the threaded shaft. The threaded shafts of the screws remain implanted in the bone. No revision surgery has been scheduled to date. The eifu for the yukon oct spinal system states: "the patient must be made aware of the limitations of the implant and that physical activity and load bearing have been implicated in premature loosening, bending, or fracture of internal fixation devices. The patient should understand that a metallic implant is not as strong as a normal, healthy bone and will fracture under normal load bearing in the absence of complete bone healing. An active, debilitated or uncooperative patient who cannot properly restrict activities may be at particular risk during postoperative rehabilitation." As the patient experienced a fall approximately 2 to 3 weeks after the procedure, before complete bone healing, the implant was subject to abnormal forces which may have caused or contributed to the device fracture. Hence, the most likely root cause for the screw fractures is attributed to the external trauma the patient experienced in the weeks following the procedure.

Event description:
It was reported that two yukon screws implanted at t1 broke 7 weeks post-operatively. Revision surgery has not been scheduled. This report will capture the first of two screws.